Manufacturer narrative:
Device evaluation: the product was not returned. Therefore, the sample evaluation could not be performed and the reported issue could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. There are no discrepancies found during the mrr (manufacturing record review) related to this complaint. The product was manufactured and released according to specification. A search in complaint system revealed two additional complaints has been received for this production order number. The complaints were not confirmed as manufacturing problem. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: section h6: health effect - impact code: as part of an internal review of our mdrs it was identified that the code 4648 (insufficient information provided) on the initial report needs to be corrected. Impact code 4648 is no longer applicable. The correct code is 2199 (no health consequences or impact). This report is being submitted to correct this information. The following section has been updated accordingly: section h6: health effect - impact code: 2199 no health consequences or impact. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: n/a (not applicable). The intraocular lens was not implanted. If explanted, give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. Telephone number: (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that an intraocular lens (iol) was defective. There was patient contact with the product. Note on form says that there was a problem with the eye. No further information provide.